Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an unspecified error message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause for the error message is due to an alarm such as primary audible alarm being triggered by a false positive, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).